Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 30 mmol/l with polyuria and headache. The patient reportedly seen in diabetes clinic and received insulin via injection for the high blood glucose. The reporter alleged the insulin pump had no power and had moisture behind the display. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump power issue with moisture in the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4-apr-2018 with the following findings: on examination, moisture was confirmed behind the display lens as per the complaint. On investigation, the pump powered on as evidenced by functional audio tone on start up. However, there was no functional vibration feature and the display screen remained blank. The returned battery cap measured within required specifications but was unable to fully tighten to the pump due to damage to the cap¿s threads. The battery compartment was noted to be cracked. Leak testing confirmed moisture ingress into the pump through the audio bolus button due to the button cover being missing. Investigation did not duplicate the ¿no power¿ allegation. The alleged moisture ingress was confirmed.